Event description:
It was reported by the hcp that the patient developed pain and drainage of the device pocket. Cultures revealed no growth. However, the pt was treated with oral and IV antibiotics and the infection was reported to have resolved. The ipg was replaced in 2004.